Manufacturer narrative:
Product complaint # (B)(4) h3 photo investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former labeled as vcp416 with two positioned needles. The incorrect number of components observed during the visual assessment has been correlated to the manufacturing process. Based on the information currently available, the extra needle/suture was identified during the investigation of the picture received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: could you please elaborate further on the issue reported with the product? Do you have any photos available for visual analysis? Please provide the source or name of person providing answers to follow-up questions: I¿m sorry, I saw the complaint on social media. I have not further information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. Before use on the patient, it was reported by the sales rep that, he saw from a orlife internet website page a post of a customer a ethicon suture has two needles in the package instead of one. There was no patient involvement. No product is for return. There were no adverse consequences reported. Additional information was requested.